Event description:
Respiratory therapist called into pt room by the rn because the ventilator did not sound right. Nurse had removed pt from ventilator and was manually bagging the pt. The airline had disconnected from the ventilator. When reconnected, the ventilator registered "inop" on the display.